Manufacturer narrative:
The full lead was returned, analyzed, and the connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant.

Event description:
It was reported that the pacing lead pin was bent. The lead was not used and there were no patient complications reported as a result of this event.